Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: option board defective. Correction: replaced option board. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information, updated fields: b4, d1, d2a, d4, d8, g1, g2, g6, h2, h4, h5.

Event description:
The following was reported to hamilton medical ag: summary:unit is currently being used as a showroom device in the hamilton medical reno office. Once powered on, the device alarmed during post, and the alarm would not clear. I transferred the device to the technician service center where a diagnosis and repair can be effectively performed.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: option board defective. Correction: replaced option board.

Event description:
The following was reported to hamilton medical ag: summary:unit is currently being used as a showroom device in the hamilton medical reno office. Once powered on, the device alarmed during post, and the alarm would not clear. I transferred the device to the technician service center where a diagnosis and repair can be effectively performed.